Event description:
It was reported that left hip revision surgery was performed due to significant vascular necrosis within the femoral component.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to significant avascular necrosis within the femoral component. During the revision the bhr head and the bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, a direct lateral approach was used and osteophytes were removed from the femoral neck and head. It was indicated that care was taken to not damage the neurovascular structures. According to the provided revision report, the patient developed pain and showed windshield wiper effect on the femoral implant on x-rays. During the revision, cultures were taken, heterotopic ossification from the capsular and trochanteric region was removed and significant avascular necrosis within the femoral component were noted. It remains unclear when and how the femoral head blood supply was damaged to cause the avascular necrosis. Whether this occurred during the implantation, or during the time of the implant in-vivo cannot be determined, based on the available information without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to significant vascular necrosis within the femoral component. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.